Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via email that the customer was hospitalized due to low blood glucose levels. The customer's blood glucose at the time of incident was unknown. It was reported that the customer changed insulin brands and the paramedics were called because of the low blood glucose levels. Nothing is being returned or replaced at this time.